Event description:
It was reported that the patient presented for an outpatient program. Upon review, it was found that the pacemaker was in backup vvi mode. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: the correct impact code should have been "unexpected medical intervention", rather than "no health consequences or impact". The correct b5 statement should have been "it was reported that the patient presented for an outpatient program. Upon review, it was found that the pacemaker was in backup vvi mode. Programming changes were made. The patient was in stable condition", rather than "it was reported that the patient presented for an outpatient program. Upon review, it was found that the pacemaker was in backup vvi mode. No intervention was performed. The patient was in stable condition".

Event description:
It was reported that the patient presented for an outpatient program. Upon review, it was found that the pacemaker was in backup vvi mode. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct physician's name should have been (B)(6)